Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for the reported clip detaching from one mitral valve leaflet, and remaining secure on the other mitral valve leaflet (single leaflet device attachment/slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, the reported slda appears to be related to procedural conditions as the restriction observed in the posterior segments likely contributed to the detachment. A review of the device history record revealed no non-conformances associated with the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional, relevant information.

Event description:
This is being submitted to report the single leaflet device attachment (slda) that occurred after the mitraclip was implanted, and required a second clip for treatment, which is considered medical intervention to prevent patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. There was evidence of posterior leaflet restriction in the 1,2 and 3 segments. No other challenging patient anatomy was noted. There was no evidence of leaflet flail or prolapse. The clip delivery system (cds 10340965/16) was advanced and the clip was implanted after 2-3 grasps. Leaflet assessment was confirmed with 11mm of leaflet insertion on the posterior leaflet and more than 15 mm of leaflet insertion on the anterior leaflet. There were no issues with leaflet assessment, and no difficulties with visualization. The clip was deployed and the mr was reduced to 1+; however, immediately after the clip was deployed, a single leaflet device attachment (slda) occurred, and the mr returned to 3. The clip detached from the posterior leaflet, and remained on the anterior leaflet. The patient was not symptomatic and there was no leaflet damage. A second clip was implanted lateral for treatment, and the mr was reduced to 2. The patient was clinically stable post-procedure and there was no clinically significant delay in the procedure. No additional information was provided.